Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support to perform a factory reset of the ilet system at the trainer¿s direction due to nighttime low glucose, and the reset was completed with the system proceeding to bionic mode. Symptoms included hypoglycemia with a reported glucose nadir of 66 mg/dl and no acute health effects. Outcomes included transient low glucose lasting about 15 minutes, self-treated with glucose tablets and juice, without medical intervention or hospitalization. Investigation included troubleshooting and education with the user during the call. Investigation of this case revealed no device alarms and no identified device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.